Event description:
Fire dept personnel responded to a 58 year old male in cardiac arrest. The device was attached to the pt using disposable defibrillation electrodes. The device continued to display a connect electrodes message and use of the device was inhibited. The pt was described as very hirsute. A second set of electrodes was attached with reportedly the same results. The operator shaved the pt's chest and put the first set of electrodes back on the pt after which paramedics arrived and using their defibrillator, administered 2 shocks to the pt through the electrodes. The pt was not resuscitated. The opertor indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.